Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. There was no problem with the hardware. Subsequent console tests were successful, and several procedures have since been completed without issues. The issue was caused by a language software bug, along with a possible catheter malfunction. The procedure was cancelled due to this event. There patient was stable with no complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.